Event description:
The customer reported an alarm and insulin squirting during the manual prime. The customer also stated that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump. Customer states they were not wearing the pump during priming. Patient's current bg: 500+. Infusion set material number: mmt-397. Infusion set lot number: 5006771. Differences from the IFU priming process: correct process. Advice insulin vial/bottle should be on the bottom (upright) with reservoir on top when ready to remove the reservoir from the vial. Inquired if the customer recalls if the tubing connector or the top of the reservoir were wet with insulin, alcohol or any other liquid prior to connecting the tubing connector to the top of the reservoir. Found: customer's husband does not recall how the reservoir was removed from transfer guard. Expl liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Inquired if the customer saw a gap between the piston and reservoir stopper during prime. Customer response: customer did not notice. Advice customer to check reservoir volume. Amount: 150u. Units remaining for reservoir in pump status screen: unable to review as "customer rewound pump after releasing the act button." Instructed customer to attach a new infusion set and reservoir and re- start the priming process. New infusion set lot number: 5006771. Educated customer on proper steps to fill reservoir. Instructed customer to hold the act button until insulin begins to exit out of the tubing. Advice to observe the end of the tubing once act is released. Customer states insulin did not continue to drip after letting go of the act button. Customer states the motor did not slow down nor did numbers ramp up on the screen. Advice customer to discontinue use of the pump. Checked alarm history for a33 alarms. Found customer received a33 alarm. Advice customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap is protruded. Expl the force sensor did not detect the reservoir during the seating process. Advice this problem will only occur during the prime/rewind process. However, the pump may not respond to an occlusion properly (may not trigger "no delivery" alarm). Advice customer to revert to back up plan per hcp instructions. Expl oow rpl policy. Expl interaction aftercare email. Explained to not insert if insulin continues to drip from the infusion set after letting go of the act button. Explained the vial of insulin should be upright when removing reservoir from blue transfer guard. Explained to keep top of reservoir and tubing connector dry before connecting. During completion of t/s customer received an a33 alarm. Customer then stated that an a33 alarm had occured last night prior to disconnecting pump. Customer also states that the dome label is no longer on the pump ship: 1 cot pump, 1 oow le, 1 small box and le / return: 1 pump. Is statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker, scratched lcd window and cracked reservoir tube lip.